Manufacturer narrative:
(B)(4).

Event description:
It was reported that during posts procedure check up, the right atrial lead had dislodged. The lead was repositioned successfully. The patient experienced no adverse event.